Event description:
A healthcare professional reported that the injector pushed over the lens and lens was broken. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned posterior surface up in the lens case. Solution was dried on the lens. One haptic was completely folded onto the anterior optic surface. The optic edge was torn near this bent haptic. The associated product information was not provided. It is unknown if a qualified cartridge, handpiece, and viscoelastic were used. The optic edge was torn near the completely folded haptic. This optic damage was most likely interpreted as the reported complaint. Based on the reported description and the resulting haptic and optic damage, the handpiece most likely overrode the lens while in the cartridge during the lens advancement. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company¿ iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).